Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +21.0d) was explanted prior to completion of light treatments due to patient dissatisfaction with vision.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).